Event description:
A surgeon reported the system's touch screen failed to respond during setup for a procedure. When selecting the doctor's name, the foot switch configuration map displayed and could not be removed. The customer contacted technical services in order to troubleshoot. The system was restarted and rebooted, but the issue persisted. The pt was prepped and anesthesia had been administered when it was decided to cancel the case. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).